Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: a review of the black box data showed drastic voltage fluctuation on 06/07/2015. The pump¿s current draws were elevated. Moisture corrosion was found on the continuous glucose monitoring circuit. The circuit was disconnected and the current draws returned to specifications.